Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A certified ophthalmic assistant reported that following an intraocular lens (iol) implant procedure, a patient developed tass (toxic anterior segment syndrome). Additional information has been requested. There are seven medical device reports associated with this report. This report is for second of seven.

Manufacturer narrative:
Evaluation summary: the product was not returned. The lot number was provided. The product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge, handpiece and viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
Additional information was provided by the surgery center director, who reported that the patient experienced blurry vision and inflammation on the first postoperative day. The event resolved without treatment.